Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Review of stored device data noted that pacing impedance measurements had been steadily increasing. No noise was noted on the presenting electrogram (egm) and all other lead measurements were noted to be stable. Potential causes were discussed. The patient was seen for in clinic follow up. The root cause of the out of range measurements was felt to be related to buildup of scar tissue on the tip of the lead. The physician reprogrammed the lead to unipolar pacing, bipolar sensing and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.